Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and unreadable. The blood glucose value was recorded at 220 mg/dl, which falls within a manageable range. Customer reverted to using an alternate method of insulin delivery.